Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's system and power boards to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device will not turn on. Upon evaluation of the customer's device, stryker observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device will not turn on. Upon evaluation of the customer's device, stryker observed that the device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the returned pcba and determined the root cause is an inoperative y1 on sbc card which is causing the device not to boot up. Component archived by stryker.